Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error as the event knife does not meet the requirements was actually reported unspecified knife and upon further information received stating that the suspect is probe for the current report. Hence no further reports will be scheduled under mfg report num 2523835-2024-00594. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that vitrectomy surgery of the right eye it was found that the knife does cut . The surgery was completed on the same day with the help of another blade with no patient harm.